Event description:
This report is being filed after the subsequent review of the following journal article: sagi, h., papp, s., (2008), comparative radiographic and clinical outcome of two-hole and multi-hole symphyseal plating, journal of orthopaedic trauma, 22, 373-378. This study took place from june 1, 1995 through december 31, 2006. There were 229 patients that were in the study and 92 patients had complete documentation of their results at the end of the study. The age range of participants is 19 to 77 years. These patients suffered traumatic pelvic disruptions associated with pubic symphysis diastasis requiring open reduction internal fixation. Two groups were formed for symphyseal plating, a two-hole plate and a multi-hole plate group. The two-hole group used a 4.5mm limited contact dynamic compression plate and in the multi-hole group used a 4.5mm pelvic symphyseal reconstruction plate or a competitors plate. Post-operative complications are malunions, fixation failure and reoperations. There is not sufficient information to file multiple reports. This is report 1 of 2 for (B)(4). This complaint involves 1 device.

Manufacturer narrative:
This device was used for treatment and not diagnosis. Sagi, h., papp, s., (2008), comparative radiographic and clinical outcome of two-hole and multi-hole symphyseal plating, journal of orthopaedic trauma, 22, 373-378. This report is for an unknown plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.